Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received software error detected alarm and pump error alarm. Troubleshooting was performed and was able clear the alarm successfully. The pump was able to complete the rewind. The customer did a self-test on the pump and it got passed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per hcp's instructions. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 23 or pump error 53 alarms noted during testing, however pump error 53 (file number = 26; line number = 1474) found in pump history/trace files on (B)(6) 2022 at 06:05:26.000. Pump error 23 confirmed in the pump history/trace files on (B)(6) 2022 at 06:19:10.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Unexpected pump error 23 alarms confirmed in the pump history/trace files (B)(6) 2022 at 06:19:10.000 as a consequence of pump error 53 alarms. Pump error 53 (file number = 26; line number = 1474) alarm confirmed in the pump history/trace files (B)(6) 2022 at 06:05:26.000 due to suspected hardware error as per global logic analysis (esf #(B)(4) problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.